Event description:
It was stated that the device was in for repair. There was unknown patient involvement. Analysis of the device found a faulty downstream occlusion (dso) sensor and a damaged dso seal.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing found that the dso sensor was defective. The dso sensor was also replaced.